Manufacturer narrative:
The it personnel reported that the cns display went blank black. He said he checked the cables and power supply and they were fine. He was going to use a spare monitor. Nihon kohden technical support provided him with the part number for a new screen. The customer did not return the device to nihon kohden. No harm was reported.

Event description:
The it personnel reported that the cns display went blank black.

Event description:
The it personnel reported that the cns display went blank black.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer it reported cns's, mu-971ra s/n (B)(6), display has gone blank. Customer has checked the cable connections and ensure that they were not the cause of the issue. Customer indicated they would replace the display with a spare one. Nk tech support provided part number of the display to customer. Service requested: troubleshooting. Service performed: customer performed troubleshooting with the aid of nk tech support. Customer indicated they would replace the display with a spare one. Investigation result: cns-9701 service manual, revision f, stated that device must undergo regular maintenance inspection at least once every six months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. The cns display is a replacement component, see service manual - replaceable parts list. Mu-971ra s/n (B)(6) was put into service on 3/12/2006. Service history for this device shows the following: 06/22/2018 300129459 - current incident. 07/29/2016 300053841 - not related to display issue. No other information was provided regarding the condition of the display at the time of failure. Due to insufficient information, the cause of display failure could not be determined. Investigation conclusion no other information was provided regarding the condition of the display at the time of failure. Due to insufficient information, the cause of display failure could not be determined. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11& c2 f10 g6 g8 h7 h9.